Manufacturer narrative:
Product event summary : the proximal segment of the lead was returned and analyzed; analysis revealed a breach of the outer insulation due to environmental stress cracking.

Event description:
It was reported that the patient's right ventricular (rv) lead had high, unstable thresholds which could be due to an apparent fracture. The lead was explanted and replaced. The patient's right atrial (ra) lead upon further examination when opening the pocket, had insulation breaches. The lead was unable to be removed due to calcification, thus it was cut and capped. The lead remains in the patient and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.